Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after collecting neutral extension during a cori assisted tka surgery, they got a message saying "collection error: the tibia knee center was collected proximal to the femur knee center". This happened twice at which point they changed the angle of the femur array to make it parallel to the long axis of the femur. After attempting to move past neutral extension a few times, it finally let them get to the painting screen. As soon as the screen came up a fully mapped femur was already on the screen even though they had not mapped anything yet. They tried mapping over the existing high confidence mesh, but a new image would not populate. They tried clearing the points a few times, but the same thing happened. The procedure was completed, with a non-significant delay, using manual instrumentation. Patient was not harmed beyond the problem reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation. A relationship between the reported event and the device was established. Although the product was not returned the software files were downloaded from the device and provided for investigation. The symptoms relating to the problem can be compared to a known bug. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Refer to the real intelligence cori for knee arthroplasty user manual, section performing total knee arthroplasty (tka): performing image free¿ registration for proper data collection guidance. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. A historical review concluded that the lot/ serial number reported in this event is related to a corrective/preventive action. The most likely cause of this event is associated with a software bug. Based on the investigation, a corrective action was related and completed. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.